Manufacturer narrative:
The following device code also applies to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01654.

Event description:
The patient was undergoing a coil embolization to treat a cerebral aneurysm using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil in the target vessel using another manufacturer¿s microcatheter and realized that the size of the coil did not match the size of the aneurysm. Therefore, the smart coil was retracted and re-sheathed. The physician then attempted to place another smart coil into the target vessel; however, the physician realized that the coil size did not match the size of the aneurysm. Therefore, the smart coil was retracted and re-sheathed. It was reported that the physician soaked the smart coils in heparinized saline after they were retracted. Thereafter, the physician deployed and detached a new smart coil and another manufacturer¿s coil in the aneurysm using the same microcatheter. While attempting to use one of the previous smart coils that were removed from the patient, the physician experienced resistance and the smart coil was unable to advance out of its introducer sheath. Both smart coils were then discarded before being retrieved again. However, after retrieval from the garbage, one of the smart coils was detached from its pusher assembly. The procedure was completed using other manufacturer¿s coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the second smart coil evaluated. The pusher assembly was kinked in multiple locations. The pusher assembly was fractured approximately 99.0 cm from the proximal end and the pull wire was completely retracted out of the segment distal to the fracture. The introducer sheath was kinked near its distal end. The embolization coil was detached from the pusher assembly conclusions: evaluation of the returned devices revealed the first smart coil evaluated could not be advanced out of the introducer sheath due to dried blood. The dried blood was flushed out of the introducer sheath by a penumbra investigator, and the smart coil could be advanced out of its introducer sheath without issue. Dried blood likely prevented the smart coil from advancing out of its introducer sheath during the procedure. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. Evaluation of the second smart coil evaluated revealed the pusher assembly was kinked in multiple locations and fractured. Additionally, the embolization coil was detached and the introducer sheath was kinked. This damage likely occurred when the smart coil was discarded into the garbage, as was reported in the complaint. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. Due to the damage incurred when the smart coil was discarded, the root cause of the inability to advance the smart coil could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01654.